Manufacturer narrative:
Device evaluation; during analysis of the sample was found rupture and received incomplete. No additional anomalies were observed. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 325cc silicone breast implants which bilaterally ruptured after implantation. The issue was confirmed by MRI examination. Patient visited the doctor and the left side was confirmed and possible right side rupture. As a result patient had them removed on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On 9/11/2019, new information received indicated that there was no ruptures with any side, and there was an issue with seroma on the left side. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number shpx-235, serial number (B)(4) right replaced wih catalog number shpx-235, serial number (B)(4). This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/8/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).